Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage to the battery compartment or moisture reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: review of the black box data did not reveal any evidence of power on reset events. Multiple cs054/cs052/cs012 (call service) communication alarms were observed in the black box data. The pump and its external components were returned intact and without damage. The pump powered on with functioning audio tone and vibratory function; however, the display screen remained blank due to a failed internal processor. Investigation of the alleged intermittent power issue was not able to be completed due to the subsequent blank display screen issue. There was no damage or defect noted to the internal power printed circuit board.